Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : device history reviewed: 2 unrelated non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, 1 related to a broken ampoule, and 1 unrelated. Total for lot number: 2 (B)(4) complaints received by cmw in the last 12 months for this issue by product code: 0, by product family: 0. Storage conditions checked: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: no. Fmea reviewed: dva-107020-fde rev 6. IFU / label checked: n/a. Photographs attached: n/a. The complaint states ¿the cement kit was not completely closed.¿ a second translation of the original portuguese description says ¿the packaging of the liquid part of the cement was corrupted¿ which implies a broken ampoule. As the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. Without a sample or photographs, it is not possible to establish further information for the investigation. It can be inferred from the complaint description that the ampoule containing liquid monomer has broken. Without further information, it is not possible to determine when this damage originated or how serious the damage is. Fmea dva-107020-fde rev 6 lines 115 and 116 refer to this failure mode (¿(B)(4),extract from dva-107020-fde rev 6.pdf¿. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate, no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number:0. Complaints received by cmw in the last 12 months for this issue by product code: 2. By product family:4 (2x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:   (device)

Manufacturer narrative:
(B)(4). Investigation summary: device history reviewed: 2 unrelated non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, 1 related to a broken ampoule, and 1 unrelated. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 0. Storage conditions checked: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: no. Fmea reviewed: dva-107020-fde rev 6. The complaint states ¿the cement kit was not completely closed.¿ a second translation of the original portuguese description says ¿the packaging of the liquid part of the cement was corrupted¿ which implies a broken ampoule. As the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. Without a sample or photographs, it is not possible to establish further information for the investigation. It can be inferred from the complaint description that the ampoule containing liquid monomer has broken. Without further information, it is not possible to determine when this damage originated or how serious the damage is. Fmea dva-107020-fde rev 6 lines 115 and 116 refer to this failure mode (B)(4)¿. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate, no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number:0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 2. By product family:4 (2x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement kit was not completely closed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device history reviewed: 2 unrelated non-conformance's on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, 1 related to a broken ampoule, and 1 unrelated. Total for lot number: 2 (com-(B)(4), com-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 0 by product family: 0. Storage conditions checked: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: no fmea reviewed: dva-107020-fde rev 6 IFU / label checked: n/a photographs attached: n/a. The complaint states ¿the cement kit was not completely closed.¿ a second translation of the original portuguese description says ¿the packaging of the liquid part of the cement was corrupted¿ which implies a broken ampoule. As the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. Without a sample or photographs, it is not possible to establish further information for the investigation. It can be inferred from the complaint description that the ampoule containing liquid monomer has broken. Without further information, it is not possible to determine when this damage originated or how serious the damage is. Fmea dva-107020-fde rev 6 lines 115 and 116 refer to this failure mode (see attachment ¿pc(B)(4) extract from dva-(B)(4)-fde rev 6.pdf¿. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate, no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number:0 complaints received by cmw in the last 12 months for this issue ¿ by product code: 2 by product family:4 (2x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.